Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the patient experienced cardiac tamponade, pericardial effusion, partial loss of consciousness, and they went into shock. A pericardiocentesis was performed and the patient recovered from the shock, and was reported to be in stable condition. It was also noted that the patient had a significantly small-sized right ventricle, and the physician appeared unable to manipulate the delivery catheter toward the septum during implant. The threshold measurements of the igp were noted to be quite high as the procedure continued, and the device was successfully implanted and remains in use. No further patient complications have been reported as a result of this event.